Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the customer is using masimo with corpuls monitor defibs since (B)(6) 2015, they are complaining about a high failure rate of the reusable spco sensors and patient cables. Their red 25 lnc-4ra cable is reported to have and intermittent loss of signal. No known impact or consequence to patient was reported.

Manufacturer narrative:
The returned cable was evaluated. During evaluation it was found that the cable failed continuity testing due to an open in the cable on the green conductor. This failure results in an inability to use the device. A lot history record review reveals that this cable was in the field for over one (1) year. There were no previously reported related to this reported event.